Manufacturer narrative:
The device evaluation has been completed. The device was visually inspected and it was found reddish material inside the pebax. It was also found that the pebax had external damage. The force sensor functionality was tested on carto and the catheter failed, force values were too high. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications. With this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the pc board failure cannot be determined. However, the damage in the pebax could be also related to the issue. The root cause of the pebax issues cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure but this cannot be conclusively determined. The issue does not represent any patient consequence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that there was an error of ¿hi-force¿ with no tissue contact (measurable on ep recording). The error resolved after exchanging the catheter for another. The procedure finalized successfully. There was no consequences. The customer¿s reported error message issue is not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. The complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. During evaluation on 8/21/2020 the complaint catheter was inspected and it was found with a reddish material inside the pebax and external damage on the pebax. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device was compromised. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through sem analysis on 8/21/2020 and reassessed it as MDR reportable.